Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported thrombus occurred post procedure. The patient underwent a left atrial appendage (laa) closure procedure in (B)(6) 2014. The closure device was implanted with a complete seal and was placed distal to and spanned the entire laa ostium. In (B)(6) 2014, during a follow-up transesophageal echocardiogram (tee), a 10 mm, non mobile thrombus was found on the face of the closure device along with a 2 mm jet. The patient was asymptomatic and remained on aspirin and clopidogrel. In (B)(6) 2014, clopidogrel was discontinued. In (B)(6) 2016,the patient completed the study with no other adverse events.